Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that the patient presented emergently approximately two months later with back pain. A CT confirmed a type a retrograde dissection. The physician stated that the cause of the event was device related. The patient has not received treatment. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information: it was noted that the physician considered that the rtad was caused by the device as on pre-angio and CT there was not dissection in the ascending aortic and after implantation of the device in the left carotid area, post-CT showed a dissection at the level of the suprarenal stents extending to the ascending aorta. If information is provided in the future, a supplemental report will be issued.